Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had swelling at the implant site. Further, pocket revision was done with excision of calcified hematoma and medications were given to the patient. The ICD remains in service. No additional adverse patient effects were reported.